Manufacturer narrative:
Qn# (B)(4). The complaint of a cath-gard sleeve detaching from the hub was confirmed through complaint investigation of the returned sample. The customer returned one opened psi sheath, 7fr swan-ganz catheter, and a cath-gard for analysis. The sterile tubing was found to be disconnected from the front hub. The o-ring was not secured to the hub or sleeve portion of the cath-guard. The cath-gard passed all relevant functional testing and was able to be reassembled to function as expected. The IFU provided with the kit informs the user, "slide entire catheter contamination shield to proximal end of catheter." A device history record review was performed, and no relevant findings were identified. Based on the sample returned, unintentional use error likely caused or contributed to this event.

Event description:
It was reported that: "(B)(6) 2025, during the placement of product, blood leakage was observed both inside and outside the sheath protective sleeve, resulting in contamination of the pulmonary artery catheter (pac) and rendering it unusable, which delayed the treatment time." Associated complaints 3006425876-2026-00016 and 3006425876-2026-00006.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: " on (B)(6) 2025, during the placement of product, blood leakage was observed both inside and outside the sheath protective sleeve, resulting in contamination of the pulmonary artery catheter (pac) and rendering it unusable, which delayed the treatment time." Associated complaints 3006425876-2026-00006.